Event description:
Procedure: tracheostomy. Reportedly, the patient was undergoing a tracheostomy for respiratory insufficiency. Following sterile prep with duraprep and drape of the patient's neck a skin incision was made with electrocautery. Sparks and flames were then noted under the right side of the patient's drapes adjacent to ambu bag. It involved the beard and hair of the right side of the patient's head and the flames were extinguished immediately. The patient was assessed and appeared to have first and second degree burns involving the anterior neck, right side of face, and back of head as well as to the posterior aspect of the right arm. The patient was re-prepped and draped. Plastic surgery was called to evaluate patient's burns. The facility indicated they tested the unit and found no abnormalities which led them to believe the device may have caused or contributed to the event. They felt the incident was due to the known risk of electrosurgical sparking in a high oxygen environment.